Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated oversensing associated with the right ventricular lead. 22 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from 27 to (B)(6) -2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v- sensing integrity counter (sic) and non-sustained tachycardias.oversensing due to non-physiologic signals/sic (sensing integrity counter). 3439 v-sic since last session 2.9 days ago.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise and a confirmed fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.